Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that "pump powers down prior to completing feed". They stated that the pump had not been alarming dose done and it shutting off without alarming. The initial reported also stated that the patient had no adverse effects due to this complaint. [(B)(4)].

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmd for investigation, the pump was found to be infusing and alarming as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that "pump powers down prior to completing feed". They stated that the pump had not been alarming dose done and it shutting off without alarming. The initial reported also stated that the patient had no adverse effects due to this complaint. (B)(4).